Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02345. It was reported patient had lost a tremendous amount of weight and physician elected to re-implant the device in the subpectoral region as he was concerned about erosion. No erosion was noted during the procedure. The device was re-implanted on (B)(6) 2019. Patient was stable before, during, and after the procedure.